Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon indicated that after they flipped the endoscope, everything was upside down and the instruments were moving in the opposite direction. The customer received phone assistance from the technical support engineer (tse). Review of the system logs show error code 23003 on the universal surgical manipulator (usm) 2 with endoscope installed. User swapped out the endoscope and the issue was resolved. The procedure was continued with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.